Manufacturer narrative:
(B)(4). Concomitant medical products: item184768, vanguard series a standard patella, lot 772770; item 141276, biomet regenenerex primary tibial tray with locking bar, lot 090580; item ep-183460, vanguard cr tibial bearing, lot 571090; item 183012, vanguard (tm) cr interlok femoral-rt, lot 909410. This report is number 5 of 5 mdrs filed for the same patient (reference 0001825034-2017-00409/0001825034-2017-0040/0001825034-2017-00411/0001825034-2017-00410/0001825034-2017-00412).

Event description:
It was reported that patient underwent a revision procedure due to pain and lack of motion approximately sixteen (16) months post implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The review of device history records discovered no deviations or abnormalities. The following components were reviewed for compatibility with no issues noted. These devices are used for treatment. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.